Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, the fse instructed the customer over the phone to take off the ceramic filters from the buffer bags and try to run without them, issues still persists. Fse instructed customer to switch column, still the same issue. On (B)(6) 2018, the fse was at customer's site. Fse performed decontamination procedure, then replaced buffer filters and tubing, also replaced sample loop. Fse ran precision test, calibration and controls; and all completed successfully and within range. Fse confirmed instrument was running good but still needs more work. Fse stated the first blood sample run after standby was coming up with low area and no peaks but upon rerun the total area was in range. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: the 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. In chapter 1, interpretation of results states that when there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. In chapter 3, test report interpretation states, indicates the name of hemoglobin fraction identified corresponding to each peak for a1a, a1b, f, la1c+, sa1c, a0.p00, p01, p02, etc., are assigned to unidentified peaks and are printed below the chromatogram. H-v0, h-v1, h-v2 and p-hv3 are assigned to variant hemoglobin. For example, typically hbs elutes in the h-v1 window. Typically hbd elutes in the h-v0 window and typically hbc elutes in the h-v2 window. Hbe typically elutes in the p-hv3 window. These h-v peaks will be reported only when the corresponding flag setting is done. The most probable cause of the reported event was due to contamination.

Event description:
On (B)(6) 2018, a customer reported getting hv peak after ao peak on sample runs for both quality control (qc) run and patient samples on the g8 instrument. The customer reported that column count was at 400 injections (maximum recommended 2500 injections) and patient samples retention time were at 0.59 minutes (acceptable range 0.57 - 0.61 minutes). The customer checked instrument for leaks since pressure was on the high side, and none found. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.